Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using one (1) bd bactec¿ subculturing/aerobic venting unit, a staff member punctured their thumb when their thumb slipped into the covering, while trying to dispose of the used venting needle. The needle was from a blood culture bottle that was positive for klebsiella pneumonia. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: this memo serves to summarize the findings on your recent complaint on product 249560 (vent aerobic), lot number 5044954, where a needle stick injury from positive blood culture occurred. Event description: "the customer reported that a staff member was disposing a used venting needle, their thumb slipped into the covering over the sharp female connector of the needle" complaint history review: a review of past complaints for this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record does not indicate any manufacturing issues. Sample analysis: no photos or returns were provided. 10 retention samples were visually inspected with no issues being identified. Evaluations results: based on the investigation, no defect was observed, and the retention samples were satisfactory. No complaint trend exists. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. As no complaint trends are present at this time, no further action will be taken. Bd will continue to monitor trending.

Event description:
It was reported after using one (1) bd bactec¿ subculturing/aerobic venting unit, a staff member punctured their thumb when their thumb slipped into the covering, while trying to dispose of the used venting needle. The needle was from a blood culture bottle that was positive for klebsiella pneumonia. There was no health impact or consequences reported.

Manufacturer narrative:
The following field has been updated with corrected information: h1: type of reportable events - changed from "serious injury" to "malfunction".

Event description:
It was reported after using one (1) bd bactec¿ subculturing/aerobic venting unit, a staff member punctured their thumb when their thumb slipped into the covering, while trying to dispose of the used venting needle. The needle was from a blood culture bottle that was positive for klebsiella pneumonia. There was no health impact or consequences reported.